Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Suction channel: enterococcus faecalis (14 cfu), acinetobacter lwoffii (1 cfu) [(B)(6) 2021. Suction channel: klebseilla pneumoniae (5 cfu), rhizobium radiobacter (26 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.